Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when the reported event occurred? Pre-op?- before use on patient / intra-op- during use on patient? Intra-op - during use on patient . Confirm total qty involved for this event report? One. Was procedure completed successfully? And how? Yes, with other suture.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported performance breakage needle. Eight unopened samples of product code y4940, lot # lj7clkn were returned for analysis.the issue sample was not received for evaluation. During the visual inspection of eight unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected; also, the tip and body of the needles were examined no defects or needle breakage were observed. The sutures were dispensed without problems and examined along of the strands and no defect were observed. Also, the samples were tested by resistance test to needle and the needles met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage needle were found on the sample.